Event description:
It was reported that the pump module had check IV set error and an inability to channel off the device. This issue occurred during demonstration to staff by bd representatives during their site visit. During demonstration, the device had a ¿check IV set¿ alarm and then the device would not turn off using the pump module channel off button. The system was turned off using the pcu¿s options button and selecting power down all channels. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The actual date of event is unknown. Root cause : the root cause for the reported issue of an check IV set error was not determined because no products or device logs were returned.

Event description:
It was reported that the pump module had check IV set error and an inability to channel off the device. This issue occurred during demonstration to staff by bd representatives during their site visit. During demonstration, the device had a ¿check IV set¿ alarm and then the device would not turn off using the pump module channel off button. The system was turned off using the pcu¿s options button and selecting power down all channels. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.